Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, compromised immune resistance, complication in site preparation, biomechanical overload, preceding/simultaneous bone augmentation, bone resorption, peri-implantitis.